Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of gastroenterostomy, the surgeon started the firing to duodenum, however it stopped halfway. The device was replaced by a purple cartridge ,the firing was completed with no problem. The procedure was completed with another device. No patient injury noted.